Event description:
During a survey, an unspecified healthcare worker responded ¿1-3% for the hazard staple line leaks¿. Wherein psd-v ¿ linear standard/linear thin with gel was utilized during the reinforcement of staple lines for unspecified bariatric procedures. The respondent added it is " even smaller percentage" (not further specified). The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. Should additional relevant information become available, a supplemental report will be submitted.